Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 118 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime test at 4.0 lbs due to faulty force sensor resistor. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.